Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. The patient underwent multiple cystoscopies, hydrodistention of bladder, and urethral dilatations on (B)(6) 2012, and (B)(6) 2013. It was reported that patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/14/2015. It was reported that patient underwent cystoscopy and incision of mid-urethral sling on (B)(6) 2013 due to urinary retention. It was reported that patient underwent intravesical injection of 100 units of botox and cystoscopy on (B)(6) 2015 due to urgency, frequency and overactive bladder. No additional information was provided. (B)(4).